Event description:
Customer stated that a dark colored discoloration was found on the exterior of the scope and would drip into the paper towel they used to place the scopes on. The customer did not provide facility's pre-cleaning process. The customer reported to use a non-asp detergent for pre-cleaning and aer use. The asp customer care advised customer proper pre-cleaning and to refer to the manufacturer of their non-asp solution. There were no physical complaints reported.

Manufacturer narrative:
Residual. Conclusions: - this issue has been addressed with a customer letter related to correction & removal.